Event description:
On (B)(6) 2012, the reporter contacted animas alleging the following: the reporter had a blood glucose (bg) level in the 400's this morning and symptoms of frequent urination and thirst with fatigue. The reporter has not checked for ketones, but denies other signs/symptoms of diabetic ketoacidosis. The reporter treated the high bg with an injection by syringe. The reporter stated the pump lost power in the night. During troubleshooting with the animas representative, the reporter stated that the yellow o-ring is visible on the pump, the threads on the battery cap are stripped, and the cap will not stay fastened to the pump. The reporter has never replaced the battery cap, which has been in use for over 12 months. The reporter denies any moisture exposure to the pump, and is unable to verbalize how often the verification screen or a blank screen have occurred. The animas representative advised the reporter that the pump is no longer water proof, and that they should discontinue pump use and contact a health care provider for a treatment protocol. The reporter confirms she is on a back-up plan. This complaint is being reported due to the allegation that a patient on insulin pump therapy experienced a hyperglycemic event with symptoms of frequent urination and thirst. User error cannot be discounted as a contributing factor to this event, as the visible o-ring and damaged battery cap not staying attached to the pump would have been obvious and detectable to the user.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following finding: testing confirmed the threads on the battery cap were observed to be stripped. The battery cap was unable to maintain an electrical connection. The power loss and reboots were duplicated. A test cap was used for testing purposes. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No further power issues occurred while using the test cap. No damage observed to the battery compartment.

Manufacturer narrative:
Device history record review was conducted on (B)(4) 2012 with the following findings.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.